Manufacturer narrative:
(B)(4). The hospital cycled power, resolving the reported complaint. No report of patient involvement.

Event description:
The hospital reported the unit displayed a system malfunction error. There was no report of patient involvement.